Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat rectocele and enterocele. It was reported that the patient underwent the concurrent procedure of a perineoplasty during mesh implantation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and mesh was implanted concurrently with rectocele repair. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.